Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range shock impedance measurement. The trend of the shock impedance has consistently remained at the alert level. A decision has been made to further monitor this device and lead. No adverse patient effects were reported.